Event description:
During a procedure, this pair of scissors broke at the screw. Another pair of scissors was used to complete the procedure.

Manufacturer narrative:
Device was discarded by the user.